Event description:
This report was received from (B)(4) and is a spontaneous report by a physician from (B)(6) of bacterial peritonitis in a patient coincident with physioneal, unspecified therapy for automated peritoneal dialysis (apd). Later on an unreported date in 2007, the patient switched to continuous ambulatory peritoneal dialysis (capd). In (B)(6) 2010 the patient experienced capd associated peritonitis. It was not reported if remedial treatment was rendered or if the bacterial peritonitis was resolved. The action taken with physioneal was not reported. The physician did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is undetermined.